Manufacturer narrative:
(B)(4). The returned trapezoid basket was analyzed, and a visual evaluation noted that the handle cannula was detached, the basket was folded, and the sheath was bent. Dimensional inspection observed the side car rx was pushed back approximately 4.5 which is out of specification. The depth and length of the screws are within the permitted tolerance. Under magnification, the handle cannula has drag marks of the fastening screws. The reported event was confirmed. Based on all available information, the observed issues of basket folded, handle cannula detached, sheath bent, and side car pushback suggest that the manipulation or tortuosity during procedure may have affected the functionality of the device. Perhaps the technique used, or the patient's anatomical conditions could have contributed to the adverse event. Then when an attempt to close the basket was made, the device did not work as it should. The drag marks of the fastening screws found in the handle cannula, indicates an excessive force was applied to activate the device. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown procedure. During the procedure, the basket failed to close. The procedure was completed with another trapezoid rx.. There were no patient complications as a result of this event. Investigation results revealed the handle cannula detached/separated; therefore, this is now an MDR reportable event.